Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023. Per clinical review of the continuous ECG recording, the device was started up at 19:02:14 on (B)(6) 2023. At 21:09:33, the patient received the first non-lifevest defibrillation. Rhythm at the time of the 1st non-lifevest shock is vf with CPR/motion artifact. Post shock rhythm is asystole with CPR/motion artifact. CPR/motion artifact obscured the patient's rhythm and prevented the lifevest from treating the patient. At 21:26:30, the patient received a second non-lifevest defibrillation. Rhythm at the time of the 2nd non-lifevest shock is vf with CPR/motion artifact. Post shock rhythm is sinus beats degrading back to vf with CPR/motion artifact. CPR/motion artifact obscured the patient's rhythm and prevented the lifevest from treating the patient. At 21:26:30, the patient received a third non-lifevest defibrillation. Rhythm at the time of the 3rd non-lifevest shock is vf with CPR/motion artifact. Post shock rhythm is CPR/motion artifact. CPR/motion artifact obscured the patient's rhythm and prevented the lifevest from treating the patient. At 21:30:44, the patient received a fourth non-lifevest defibrillation. Rhythm at the time of the 4th non-lifevest shock is vf with CPR/motion artifact. Post shock rhythm is sinus rhythm at 80 bpm with pvcs and CPR/motion artifact. CPR/motion artifact obscured the patient's rhythm and prevented the lifevest from treating the patient. Device shutdown at 22:21:56 on (B)(6) 2023. Per continuous device recording, the patient was last seen in vf for approximately 14 minutes and 37 seconds until the lifevest is shutdown. Fine vf, varying rates/amplitudes, and CPR/motion artifact prevented the lifevest from treating the patient.